Event description:
It was reported that a user was unable to wake the ilet pump using the wake button until the device was placed on the charging pad and restarted, after which the wake button functioned. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the device was responsive after a restart, indicating transient unresponsiveness of the wake button that resolved with power cycling. It was concluded that the event was user-recoverable with no patient harm and no further action required at this time.